Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found an insulation abrasion at 6.0 cm - 6.2 cm from the connector pin, exposing the outer coil, due to friction with the device can. The abrasion could have contributed to the problem in the field.

Event description:
It was reported that the right ventricular lead exhibited noise. The noise occurred during the patient's sleep period. The patient's pulse genertor was reprogrammed and a two week follow-up was scheduled.

Event description:
New information notes that the lead continues to exhibit noise. During extraction the lead exhibited tight bends as well as the insulation was compromised with blood. The lead was explanted on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.